Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records related to the initial surgery were provided and reviewed by a health care professional. Review of the available records identified the following: patella not resurfaced. Implanted a cemented size 9 femur, a cemented size d tibia, and size 10mm medial congruent poly without complications. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: femur trabecular metal cruciate retaining (cr) narrow porous: catalog#42502206601, lot#66588632; tibia cemented 5 degree stemmed left size d: catalog#42532006701, lot#66772404; copal g + c bone cement: catalog#66041214, lot#67881323. G2: foreign - event occurred in australia. The device will not be returned for analysis per hospital policy; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty. Approximately one (1) year post-implantation, the patient began to experience instability and anterior knee pain. Subsequently, the patient underwent a revision surgery to exchange the articular surface and resurface the native patella. All available information has been provided.